Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A manufacturing record evaluation (nc search) was performed for the finished device product code: 124152000cc, lot: 4096029 and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot a manufacturing record evaluation (nc search) was performed for the finished device product code: 124152000cc, lot: 4096029 and no non-conformances / manufacturing irregularities were identified.

Event description:
Additional information received states that there was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No 510(k) number provided because this implant is sold internationally with different indications for use; it was sold in the us under a different part number.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery. After the surgery, infection occurred. On (B)(6) 2024, the liner will be replaced. No further information is available.